Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit failed battery run time testing. There was no patient involvement.

Manufacturer narrative:
To fix the issue, the fse replaced the batteries. The fse then completed the pm with all functional and safety tests to factory specifications. The unit was returned to the customer.